Manufacturer narrative:
Ni

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. Complaint history trending for cidex opa for the problem of odor/smells, headache and respiratory reaction is not considered a significant trend. Batch record review of cidex opa was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for user similar user symptoms is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhes (health hazard evaluations) were reviewed and the hazard/risks are none/negligible. There was no product returned and the lot number was not available for retain evaluation. From the information gathered, an assignable cause cannot be determined. The human reaction worksheet was sent to the customer. Several attempts were made to obtain the completed worksheet but no worksheet was received. Follow up attempts with the customer did not provide any further information. The ventilation condition of the facility was not reported. As indicated in the cidex opa instructions for use (IFU) under warnings: may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. In the majority of these instances health care workers were not using the product in a well - ventilated room or not wearing proper personal protective (ppe) equipment. Exposure to ortho-phthalaldehyde (opa) vapors may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. Vapors may aggravate preexisting asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well ventilated area. The IFU states to use cidex opa solution in a well-ventilated area and in closed containers with tight fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb opa from the air.

Event description:
A facility environmental health and safety specialist reported that a healthcare worker (hcw) alleged symptom of headache related to odor while using cidex opa. The hcw went to a general practice doctor for upper respiratory discomfort. Her doctor recommended she try wearing a respirator while working around cidex opa. The hcw has not returned to work since the visit with her physician and has not worn the respirator. The facility stated they do not know if the hcw was prescribed any medication. The hcw has only reported sickness from odor and headache, and no bronchial issues. The facility also stated that they are not aware of any symptoms of asthma or allergy. To their best knowledge the hcw is not taking prescribed medication such as an inhaler for respiratory issues. The initial report from the environmental health and safety specialist was initiated to inquire as to how occupational exposure limits could be monitored. The facility stated that the hcw alleging symptoms with cidex opa is "a disgruntled employee" and that this is a human resource issue. The facility reported the hcw requested to work from home. The facility environmental health and safety specialist stated that there are no other reports from hcws regarding odor. The cidex opa is used in covered containers as directed by the IFU.